Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue.

Event description:
The customer reported wash carousel motion error and the system entered not ready state while operating the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. The customer was able to initialize the instrument to ready without errors. Beckman coulter customer technical support (cts) assisted the customer in removing all reaction vessels (rvs) on the instrument. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. The customer stated beckman coulter field service engineer (fse) advised the customer to use a new rv lot that was not affected with the implemented resin. An additional new lot of rvs, without the affected resin, was sent and received by the customer. The customer stated there was no impact to patient results associated with this event. Patient results would not be generated as the instrument was in the not ready state, thus not completing any assays on board. The instrument was in normal operation.